Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices have not been returned.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2014. Patient did not keep up with follow up care and presented in the hospital with an emergent rupture. The physician reported a type 3b endoleak and stent migration. The physician elected to explant the graft. Patient is in stable condition.